Event description:
It is reported that the patient experienced unspecified post-operative complications and multiple re-operations. The patient underwent a hysterectomy with mesh sling implantation in 2003. The patient reported a cutting sensation by the tape and was evaluated by the operating physician two months after the initial procedure. The physician excised the eroded tape six and a half months after the initial procedure. The sling was removed in 2005, by another surgeon. It is reported that the patient has had 20 bladder infections and additional surgeries since the initial procedure.

Manufacturer narrative:
Date sent to the FDA: 09/21/2006. Conclusion: a review of the manufacturing records for this batch indicates that this batch met all release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.